Manufacturer narrative:
Batch review performed on 19 january 2022. Lot 1906750: (B)(4). Expiration date: 2024-10-09. No anomalies found related to the problem. (B)(4).

Event description:
At 23 days after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.